Event description:
During evaluation, a crack was observed in the minicap which resulted in a leak. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection was performed and a crack on each side of the minicap between the finger grip and the rim was observed. Functional testing were performed, and a leak was observed due to the crack on the cap. The reported condition was verified. The cause of the damage was undetermined. Should additional relevant information become available, a supplemental report will be submitted.